Event description:
The patient claimed that the animas pump will not power on. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. There was no evidence of product misuse. The product was sent back for investigation. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box history did not show any power events between 07:11 (B)(6) 2011 and 18:38 (B)(6) 2011. The battery cap and compartment did not show signs of physical damage. The pump was exercised for 24 hours without power interruptions. The pump cover was removed and no damage was found inside the pump. Unrelated to the complaint, the keypad was found to be torn and peeling; the keypad was removed and no contamination was found under the button contacts. The damaged keypad is obvious and should alert the user to discontinue use of the device.